Event description:
Five patient samples with discrepant tsh or free t4 results. Sample 1, initial tsh result was 0.034 uiu/ml. Upon automatic rerun, the tsh result was 5.90 uiu/ml. The sample was repeated 2 more times and gave results of 5.92 and 5.73 uiu/ml. Sample 2, initial tsh result 0.07 uiu/ml, upon repeat 15.23 uiu/ml. Sample 3, initial tsh result 0.4 uiu/ml, repeat 1.53 uiu/ml. Sample 4, initial ft4 result 0.5 pmol/l, repeat 15.2 pmol/l. Sample 5, initial tsh result 0.04 uiu/ml, repeat 3.7 uiu/ml. One of the incorrect results caused an unnecessary trh-stimulation test to be performed. No information provided to determine which sample's results caused trh stimulation test to be performed. If additional information is received, appropriate notification will be provided.